Manufacturer narrative:
(B)(4). The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the surgical procedure involved? Urological procedure. Was this a robotic procedure? No robotic procedure was performed. The following information was requested but unavailable: package lot number of the clips? What suture type was used? What suture size was used? When the even occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? -if yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Note: events reported via mw # 2210968-2021-01556, 2210968-2021-01557, 2210968-2021-01558.

Event description:
It was reported that the patient underwent a urological procedure on (B)(6) 2021 and suture clips were used. During the procedure, the clip could not be fed into the applier tightly. Another device was used to complete the case. There were no adverse consequences to the patient.